Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A visual assessment of the returned sample revealed no visual nonconformities. The returned sample was connected to a ophthalmic system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece did not stay securely fitted into the fluidics management system (fms) tubing. Different fms tubings were tried. Reported event was not able to be confirmed. The returned handpiece was found to functionally exhibit no problems; therefore, the root cause of the reported event cannot be determined conclusively. Through investigation of this complaint, it has been determined that this handpiece functionally exhibited no issues. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery the fluid management system (fms) tubing ports would not stay securely fitted into the handpiece. There was no system messages (sm) displayed. The staff tried several types of tubing with no resolution to the issue. The surgeon noted bubbles in the patient's eye because of the loose tubing. The surgery was completed with no harm to the patient.